Event description:
The customer called to report multiple motor error alarms and high blood glucose levels between 200 and 225 mg/dl. Troubleshooting was performed, and the drive support cap was not damaged. Could not conduct the displacement test as the insulin pump could not prime properly. The customer also reported that he was hospitalized due to high blood glucose levels. The customer stated that he had not been using the unit for one of two days due to the problems he was having with it, and that caused his blood glucose levels to be all over the place. The insulin pump was not replaced because the customer had already received an upgraded unit that he was not using. Assisted the customer in programming the new unit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.